Manufacturer narrative:
Submit date: 07/18/2016, an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports the unit smelled burned.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit has a burned smell. The unit was triaged and the complaint could not be confirmed. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.